Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration / migration of essure device location of device: uterus"), uterine perforation ("perforation/perforation (uterus)"), device breakage ("ftacturing / device breakage") and genital haemorrhage ("abnormal bleeding") in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had no any essure confirmation test wre conducted". The patient's medical history included multigravida, parity 2, intramural leiomyoma of uterus and hypermenorrhea. Previously administered products included for factor v: warfarin from 2008 to (B)(6)2018. Concurrent conditions included uterine bleeding. Concomitant products included liraglutide (victoza) since 2015 and warfarin since 2008. On (B)(6)2010, the patient had essure inserted. In 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and change of bowel habit ("changes in bowel movements."). In 2011, the patient experienced abdominal pain ("abdominal pain"), night sweats ("hormonal changes describe: night sweats"), mood swings ("mood swings"), hypersensitivity ("allergic or hypersensitivity reaction type: current allergies were intensified"), cystitis ("infection (bladder/ urinary tract/vaginal) type: 2 bladder infections"), urinary tract infection ("uti") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2013, the patient experienced headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). In april 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 7 years after insertion of essure. On (B)(6)2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids,"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), back pain ("low back pain") and post procedural infection ("infection (other) describe: post surgical infection"). The patient was treated with surgery (to remove essure and to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, uterine perforation, device breakage, headache, abdominal pain, night sweats, mood swings, migraine, uterine leiomyoma, nausea, dysmenorrhoea, dyspareunia, change of bowel habit and back pain outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract infection, allergy to metals and post procedural infection had resolved and the hypersensitivity and fatigue was resolving. The reporter considered abdominal pain, allergy to metals, back pain, change of bowel habit, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, nausea, night sweats, post procedural infection, urinary tract infection, uterine leiomyoma, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: a partially obstructed view after what was deemed to be correct placement. The device was then placed 12 coils were noted travelling. Identical procedure on the opposite side with no coils seen travelling. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and mr received: new reporter, patient¿s concurrent condition and demographic information, concomitant medication added. Event "device dislocation" was updated to "device expulsion ¿and ¿perforation nos¿ was updated to ¿uterine perforation¿. ¿event hormonal changes describe: night sweats , mood swings, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: current allergies were intensified, infection (bladder/ urinary tract/vaginal) type: 2 bladder infections, 1 uti, infection (other) describe: post surgical infection, migraines, reproductive system disorder or condition type of disorder or condition: uterine fibroids, nausea, dysmenorrhea (cramping),nickel allergy, dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: changes in bowel movements, abdominal pain, back pain and essure confirmation test not performed were conducted were added. Outcome of the events bleeding, pain, infection, fatigue, hormones imbalance, allergies were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), perforation ("perforation"), device breakage ("fracturing") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and headache ("headaches"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, device breakage, genital haemorrhage and headache outcome was unknown. The reporter considered device breakage, device dislocation, genital haemorrhage, headache and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.